Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicating and stuck on login screen page, which located on 03 cvir 07. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station stuck on bios password screen. A field service engineer (fse) disconnected battery and powered off. Fse rebooted and verified operational to resolve the issue. The system functioned as intended after the field service engineer repaired the device.